Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reports difficulty walking due to increased hip pain. Pain subsided by turning off scs. Patient has now turned scs off. On (B)(6) 2025: patient turned scs back on. Did not provide relief. On (B)(6) 2025: reports having to turn off scs 2 weeks ago due to increased pain with scs on (B)(6) 2025: met with a rep for reprogramming. Notes no improvement and still causing hip pain. Additional information indicated that therapy resumed on (B)(6) 2025. Additional information was received. It was reported that the patient reports difficulty walking due to increased hip pain. Pain subsided by turning off scs. Patient has now turned scs off. On (B)(6) 2025, met with a representative for reprogramming. Notes no improvement and still causing hip pain. On (B)(6) 2026, system explanted.